Event description:
Admitted with unstable angina-to cvl for ptca 7/22/95. Multiple ptca completed. Blood pressure dropped, attempted to start dopamine drip via pump. Unable to administer medication; appeared that machine was working but later it was discovered pump mechanism not functioning. Cassette switched to another pump. Med infused appropriately. Blood pressure improved. Thirteen mins later asystole initiated CPR. Rhythm restored, bp low. Approx 30 mins later, pt's condition deteriorated. Pt expired. While pump failure lead to delay in initiation of dopamine, the physician does not feel that the delay was contributory to the pt's death. Dopamine was infusing for 13" before pt went asystole.